Event description:
It was reported that the patient's blood glucose level rose to 15 mmol/l (270 mg/dl), while wearing the pod between 37 and 48 hours. The adhesive separated from the hip/buttocks completely, causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula.